Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 26-may-2024, it was reported that patient faced bleeding at the infusion set site, after removing the set due to occlusions within 3 hours of insertion at abdomen and near the upper buttocks. The patient changed supplies as necessary and resumed insulin therapy. No further information available.